Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead exhibited unstable thresholds and undersensing. Each position had low amplitude r waves and or high threshold. The lead was removed and revealed a slightly bent helix. The lead was replaced. No patient complications have been reported as a result of this event.